Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Thea review of the device history record found no deviations that could have caused or contributed to the reported issue. More then 14 years have passed since the device was manufactured. Based on the results of the investigation, it is likely the parts of the power supply deteriorated and the power supply failed due to repeated use for a long period of time.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause cannot be determined.

Event description:
A user facility reported to olympus that the light source was "cutting off and on." The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.